Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right hip orthopedic salvage procedure on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to infection. The diaphyseal segment, modular proximal femoral component, head, and liner were removed and replaced. No further information is available.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID. Device info, date implanted, initial reporter , PMA/510(k) number, and manufacture date.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.